Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis \pelvic inflammatory disease') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure in 2012" and device monitoring procedure not performed "patient does not undergo confirmation test." The patient's medical history included uterine enlargement, gastric ulcer, lower abdominal pain, peptic ulcer, genital bleeding, weight gain, esophagogastroduodenoscopy and endometrial ablation. Previously administered products included for an unreported indication: condom and klonopin. Concurrent conditions included polycystic ovarian syndrome, arthritis, hip replacement, abdominal pain, light-headed, diarrhea, shortness of breath, chest pain, uterine pain, polycystic ovarian syndrome, cervicitis, squamous cell metaplasia, nabothian cyst, paraovarian cyst, follicular cyst of ovary, adenomyosis, ovarian pain and uterine hypertrophy. Concomitant products included alprazolam (xanax) since (B)(6) 2015, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2012. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood altered ("hormonal changes describe: emotional changes, hair texture changed"), hair texture abnormal ("hormonal changes describe: emotional, hair texture changed"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches") and increased tendency to bruise ("rashes or skin conditions type: bruises easily"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, unilateral salpingo-oophorectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the endometritis, vaginal haemorrhage, menorrhagia, mood altered, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, nausea, migraine, headache, depression, anxiety, post-traumatic stress disorder and increased tendency to bruise outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hair texture abnormal, headache, increased tendency to bruise, menorrhagia, migraine, mood altered, nausea, pelvic pain, post-traumatic stress disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: in mr there is two events-endometritis & pid. As per my understanding endometritis is more specific than pid so, taken one event endometritis and pid was clubbed in endometritis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: impression: diverticulosis. No obvious diverticulitis. Normal appearing appendix . In determinant thickening of the colonic wall versus focal contractions. Most readily appreciable in the ascending colon. In the appropriate clinical setting, this may reflect colitis. Please correlate clinically. Status post tubal ligation. Cholelithiasis with gallbladder sludge likely. Indeterminate 1 . 5 cm cystic nodule in the left hepatic lobe . Probably a cyst. Equivocal punctate, non obstructed standing in the right renal collecting system; on (B)(6) 2016: impression: no definite CT evidence of acute abdominal pathology. 2 .6 cm fluid collection in t he endometria l cavity. Clinical correlation with the possibility of fluid into uteri ne pregnancy with the suggested , as discussed above. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2019: pfs+mr received: reporters were added. Patient's demographic was added. Plaintiff began to experience complications was deleted & new events- vaginal bleeding, menorrhagia, emotional changes, hair texture changed,urinary tract infection, dysmenorrhea, dyspareunia, fatigue, pelvic pain, nausea, migraines, headaches, depression, ptsd, mental anguish,bruises easily, device monitoring procedure not performed, medical device monitoring error were added & one event endometritis is captured from mr. Concomitant conditions & drugs were added. Lab test was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis \pelvic inflammatory disease') and pelvic inflammatory disease ('pid') in a 39-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test." And medical device monitoring error "endometrial ablation and essure in 2012". The patient's medical history included uterine enlargement, gastric ulcer, lower abdominal pain, peptic ulcer, genital bleeding, weight gain, esophagogastroduodenoscopy and endometrial ablation. Previously administered products included for an unreported indication: klonopin from january 2012 to march 2012, condom and mirena. Concurrent conditions included polycystic ovarian syndrome, arthritis, hip replacement, abdominal pain, light-headed, diarrhea, shortness of breath, chest pain, uterine pain, polycystic ovarian syndrome, cervicitis, squamous cell metaplasia, nabothian cyst, paraovarian cyst, follicular cyst of ovary, adenomyosis, ovarian pain, uterine hypertrophy, anxiety and menstrual cramp. Concomitant products included alprazolam (xanax) since january 2015 for anxiety as well as levonorgestrel (mirena) from july 2011 to november 2012, medroxyprogesterone acetate (depo provera) from november 2012 to march 2013, nsaids since may 2012, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since may 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), mood altered ("hormonal changes describe: emotional changes, hair texture changed"), hair texture abnormal ("hormonal changes describe: emotional, hair texture changed"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines/migraine/headaches"), headache ("headaches") and increased tendency to bruise ("rashes or skin conditions type: bruises easily"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection"). The patient was treated with ciprofloxacin hydrochloride (cipro), metronidazole (flagyl) and surgery (hysterectomy with bilateral salpingectomy, unilateral salpingo-oophorectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection and vaginal infection had resolved and the endometritis, pelvic inflammatory disease, mood altered, dysmenorrhoea, dyspareunia, fatigue, nausea, migraine, headache, depression, anxiety, post-traumatic stress disorder and increased tendency to bruise outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hair texture abnormal, headache, heavy menstrual bleeding, increased tendency to bruise, migraine, mood altered, nausea, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Date(s) of insertion: (B)(6) 2012 (per pif) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: impression : 1 . Diverticulosis. No obvious diverticulitis . Normal appearing appendix . In determinant thickening of the colonic wall versus focal contractions . Most readily appreciable in the ascending colon . In the appropriate clinical setting , this may reflect colitis . Please correlate clinically . 2 . Status post tubal ligation. 3 . Cholelithiasis with gallbladder sludge likely. 4 . Indeterminate 1 . 5 cm cystic nodule in the left hepatic lobe . Probably a cyst . 5 . Equivocal punctate , non obstructed standing in the right renal collecting system; on (B)(6) 2016: impression : no definite CT evidence of acute abdominal pathology . 2 .6 cm fluid collection in t he endometria l cavity. Clinical correlation with the possibility of fluid into uteri ne pregnancy with the suggested , as discussed above. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Lot number:a34127. Manufacture date: 2012-07. Expiration date: 2015-07. Concerning the injuries reported in this case, the following were described in patients medical record: endometritis, pelvic inflammatory disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), endometritis ('chronic endometritis \pelvic inflammatory disease') and pelvic inflammatory disease ('pid') in a 39-year-old female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo confirmation test." And medical device monitoring error "endometrial ablation and essure in 2012". The patient's medical history included uterine enlargement, gastric ulcer, lower abdominal pain, peptic ulcer, genital bleeding, weight gain, esophagogastroduodenoscopy and endometrial ablation. Previously administered products included for an unreported indication: klonopin from (B)(6) 2012 to (B)(6) 2012, condom and mirena. Concurrent conditions included polycystic ovarian syndrome, arthritis, hip replacement, abdominal pain, light-headed, diarrhea, shortness of breath, chest pain, uterine pain, polycystic ovarian syndrome, cervicitis, squamous cell metaplasia, nabothian cyst, paraovarian cyst, follicular cyst of ovary, adenomyosis, ovarian pain, uterine hypertrophy, anxiety and menstrual cramp. Concomitant products included alprazolam (xanax) since (B)(6) 2015 for anxiety as well as levonorgestrel (mirena) from (B)(6) 2011 to (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2012. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), mood altered ("hormonal changes describe: emotional changes, hair texture changed"), hair texture abnormal ("hormonal changes describe: emotional, hair texture changed"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines/migraine/headaches"), headache ("headaches") and increased tendency to bruise ("rashes or skin conditions type: bruises easily"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection"). The patient was treated with ciprofloxacin hydrochloride (cipro), metronidazole (flagyl) and surgery (hysterectomy with bilateral salpingectomy, unilateral salpingo-oophorectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection and vaginal infection had resolved and the endometritis, pelvic inflammatory disease, mood altered, dysmenorrhoea, dyspareunia, fatigue, nausea, migraine, headache, depression, anxiety, post-traumatic stress disorder and increased tendency to bruise outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hair texture abnormal, headache, heavy menstrual bleeding, increased tendency to bruise, migraine, mood altered, nausea, pelvic inflammatory disease, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Date(s) of insertion: (B)(6) 2012 (per pif) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: impression : 1 . Diverticulosis. No obvious diverticulitis . Normal appearing appendix . In determinant thickening of the colonic wall versus focal contractions . Most readily appreciable in the ascending colon . In the appropriate clinical setting , this may reflect colitis . Please correlate clinically . 2 . Status post tubal ligation. 3 . Cholelithiasis with gallbladder sludge likely. 4 . Indeterminate 1 . 5 cm cystic nodule in the left hepatic lobe . Probably a cyst . 5 . Equivocal punctate , non obstructed standing in the right renal collecting system; on (B)(6) 2016: impression : no definite CT evidence of acute abdominal pathology. 2 .6 cm fluid collection in t he endometria l cavity. Clinical correlation with the possibility of fluid into uteri ne pregnancy with the suggested , as discussed above. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Lot number: a34127. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis, pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 18-may-2021: mr received. Reporter information, lot number added. Event: pid added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis \pelvic inflammatory disease') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure in 2012" and device monitoring procedure not performed "patient did not undergo confirmation test.". The patient's medical history included uterine enlargement, gastric ulcer, lower abdominal pain, peptic ulcer, genital bleeding, weight gain, esophagogastroduodenoscopy and endometrial ablation. Previously administered products included for an unreported indication: klonopin from (B)(6) 2012 to (B)(6) 2012, condom and mirena. Concurrent conditions included polycystic ovarian syndrome, arthritis, hip replacement, abdominal pain, light-headed, diarrhea, shortness of breath, chest pain, uterine pain, polycystic ovarian syndrome, cervicitis, squamous cell metaplasia, nabothian cyst, paraovarian cyst, follicular cyst of ovary, adenomyosis, ovarian pain, uterine hypertrophy, anxiety and menstrual cramp. Concomitant products included alprazolam (xanax) since (B)(6) 2015 for anxiety as well as levonorgestrel (mirena) from (B)(6) 2011 to (B)(6) 2012, medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013, nsaids since (B)(6) 2012, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6) 2012. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood altered ("hormonal changes describe: emotional changes, hair texture changed"), hair texture abnormal ("hormonal changes describe: emotional, hair texture changed"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines/migraine/headaches"), headache ("headaches") and increased tendency to bruise ("rashes or skin conditions type: bruises easily"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection"). The patient was treated with ciprofloxacin hydrochloride (cipro), metronidazole (flagyl) and surgery (hysterectomy with bilateral salpingectomy, unilateral salpingo-oophorectomy,cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal infection had resolved and the endometritis, mood altered, dysmenorrhoea, dyspareunia, fatigue, nausea, migraine, headache, depression, anxiety, post-traumatic stress disorder and increased tendency to bruise outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hair texture abnormal, headache, increased tendency to bruise, menorrhagia, migraine, mood altered, nausea, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Date(s) of insertion: (B)(6) 2012 (per pif) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: impression: diverticulosis. No obvious diverticulitis . Normal appearing appendix . In determinant thickening of the colonic wall versus focal contractions . Most readily appreciable in the ascending colon . In the appropriate clinical setting , this may reflect colitis . Please correlate clinically . Status post tubal ligation. Cholelithisis with gallbladder sludge likely. Indeterminate 1 . 5 cm cystic nodule in the left hepatic lobe . Probably a cyst . Equivocal punctate , non obstructed standing in the right renal collecting system; on (B)(6) 2016: impression: no definite CT evidence of acute abdominal pathology . 2 .6 cm fluid collection in t he endometria l cavity. Clinical correlation with the possibility of fluid into uteri ne pregnancy with the suggested , as discussed above. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- event outcome of pain, bleeding, bladder/urinary problem were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis \pelvic inflammatory disease') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure in 2012" and device monitoring procedure not performed "patient did not undergo confirmation test.". The patient's medical history included uterine enlargement, gastric ulcer, lower abdominal pain, peptic ulcer, genital bleeding, weight gain, esophagogastroduodenoscopy and endometrial ablation. Previously administered products included for an unreported indication: klonopin from (B)(6)2012 to (B)(6)2012, condom and mirena. Concurrent conditions included polycystic ovarian syndrome, arthritis, hip replacement, abdominal pain, light-headed, diarrhea, shortness of breath, chest pain, uterine pain, polycystic ovarian syndrome, cervicitis, squamous cell metaplasia, nabothian cyst, paraovarian cyst, follicular cyst of ovary, adenomyosis, ovarian pain, uterine hypertrophy, anxiety and menstrual cramp. Concomitant products included alprazolam (xanax) since (B)(6)2015 for anxiety as well as levonorgestrel (mirena) from (B)(6)2011 to (B)(6)2012, medroxyprogesterone acetate (depo provera) from (B)(6)2012 to (B)(6)2013, nsaids since (B)(6)2012, oxycodone hydrochloride;paracetamol (percocet) and paracetamol (acetaminophen) since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish") and post-traumatic stress disorder ("psychological or psychiatric problems condition: depression, anxiety, ptsd and mental anguish"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), mood altered ("hormonal changes describe: emotional changes, hair texture changed"), hair texture abnormal ("hormonal changes describe: emotional, hair texture changed"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines/migraine/headaches"), headache ("headaches") and increased tendency to bruise ("rashes or skin conditions type: bruises easily"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required) and vaginal infection ("vaginal infection"). The patient was treated with ciprofloxacin hydrochloride (cipro), metronidazole (flagyl) and surgery (hysterectomy with bilateral salpingectomy, unilateral salpingo-oophorectomy,cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the endometritis, vaginal haemorrhage, menorrhagia, mood altered, urinary tract infection, dysmenorrhoea, dyspareunia, fatigue, nausea, migraine, headache, depression, anxiety, post-traumatic stress disorder, increased tendency to bruise and vaginal infection outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, hair texture abnormal, headache, increased tendency to bruise, menorrhagia, migraine, mood altered, nausea, pelvic pain, post-traumatic stress disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: earlier the patient underwent essure confirmation test, but in current pfs it was given she did not underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2016: impression : 1 . Diverticulosis. No obvious diverticulitis . Normal appearing appendix . In determinant thickening of the colonic wall versus focal contractions . Most readily appreciable in the ascending colon . In the appropriate clinical setting , this may reflect colitis . Please correlate clinically . 2 . Status post tubal ligation. 3 . Cholelithisis with gallbladder sludge likely. 4 . Indeterminate 1 . 5 cm cystic nodule in the left hepatic lobe . Probably a cyst . 5 . Equivocal punctate , non obstructed standing in the right renal collecting system; on (B)(6)2016: impression : no definite CT evidence of acute abdominal pathology . 2 .6 cm fluid collection in t he endometria l cavity. Clinical correlation with the possibility of fluid into uteri ne pregnancy with the suggested , as discussed above. Hysterosalpingogram - on an unknown date: essure device was successfully occlude. Concerning the injuries reported in this case, the following one was described in patients medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-oct-2019: fu 3 & 4 were processed together. Pfs received. New event vaginal infection was added. Medical history and treatment drug were added. On 3-oct-2019: fu 3 & 4 were processed together. Pfs received. No new significant information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.